Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was unresponsive, preventing the user from unlocking the device to announce a meal, and normal function resumed after the device was placed on the charger. Symptoms included an inability to interact with the device via the sleep/wake control. Outcomes included temporary interruption of intended device use without clinical harm, hospitalization, or medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed the issue was not reproduced after charging and no additional faults were identified based on available information. It was concluded that the event was a transient device performance issue with no patient injury and that users should contact support if recurrence occurs.